Event description:
On (B)(6) /2022 I was at walmart (B)(6) on (B)(6), ca. I went to the provided blood pressure machine, when I went to exit the machine my left foot caught on a loose cord on the floor board. I fell back onto the seat then slid off the seat and crashed to the floor. I yelled help and a customer and employee came to me. I was transported by emt to the hospital. I had two fractures to my pelvic bones and jarred the surrounding bones and spine. After 2 days in the ER I was transferred to skilled nursing until (B)(6) 2023, then home for physical therapy visits. Attached you will find pictures of the loose cord that still exists to this day. Something needs to be done to secure these cords. It is a very dangerous situation for the public. The cord should be properly secured so others are not injured. It appears to be the cord from the arm cuff to the display screen. Refer to additional documents in i2k.